Event description:
A customer reported that their pump displayed a cartridge alarm 5. There was no indication that the customer¿s blood glucose level exceeded 500 mg/dl, and thus, there was no adverse impact to the customer¿s blood glucose level. The customer did not refill or reuse the cartridge and was instructed to remove air from it. However, the issue persisted as the pump eventually displayed a cartridge alarm 6, and the customer was unable to load a new cartridge and resume insulin delivery.